Event description:
It was reported that an arteriotomy closure of the right common femoral artery (rcfa) was achieved using a proglide device after a coronary diagnostic procedure. Reportedly, the patient was sent home and at night the patient observed little oozing at the groin. A small hematoma developed (smaller than 6 cms) and as a precaution the patient went to the emergency room. It was determined that no treatment would be done and to only observe the hematoma. Within 12 hours from initally noticing the hematoma, it subsided. There was no adverse patient sequela. The physician indicated it was a good stick, in the rcfa, and the vessel was not calcified. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Age - patient reported to be in mid sixties. Weight - patient reported to be of average weight, not obese. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. One unused sterile proglide device with the same lot number, 21004j1, as the complaint device was returned for evaluation. Functional testing was performed and the device met manufacturing criteria. No manufacturing or abnormal observations were detected. A cause for the complaint device reported experience could not be determined based on the investigation findings from the tested sample. Nine unused sterile proglide devices with the lot number, 21106j1, were returned for evaluation. Functional testing was performed and the devices met manufacturing criteria. No manufacturing or abnormal observations were detected. A cause for the complaint device reported experience could not be determined based on the investigation findings from the tested samples. Review of the device history record for this lot did not produce any findings relevant to this report.